Event description:
The user facility reported that the unit does not hold pressure during a case. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
The user facility reported that the unit does not hold pressure during a case. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.